Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and scratched tube window.

Event description:
Customer reported via phone, the insulin pump wasn't working. She was attempting to bolus and the numbers kept scrolling up. Customer's blood glucose was 240 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.